Manufacturer narrative:
01-08-16 ms: decision tree reassessed complaint no longer reportable. The investigation has been completed; the product was returned to the chu for evaluation. Visual inspection could not confirm the reported complaint. The tip of the instrument is split on one side. However, no part of the tip has broken off of the instrument. The kit contains 2 rod holders. The set includes two rod holders. If this type of event were to occur intra operatively, it is likely that another rod holder would be available for use with no adverse consequences to the patient and not significant delay. MDR decision tree will be revised to reflect investigation. A supplemental medwatch report will be submitted reflecting investigation results. The viper2 advanced rod holder (product code: 2867-35-200, lot number: mi25505) was returned to the complaints handling unit (chu) on december 2nd, 2015. The rod holder appears undamaged with the exception of its tip, which has a split in its side. No part of the tip appears to have broken off as a result of this damage. This may have occurred by placing an unexpected amount of force to the tip of the rod holder. A rod may have potentially experienced a great degree of torque during a procedure, resulting in the torque being placed on the tip of the rod holder as well. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the rod holder¿s tip splitting cannot be determined from the sample and information available. A potential root cause may be an unexpected amount torque inadvertently placed on the tip of the rod holder by way of an attached rod. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of instrument is cracked.